Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in clinic due to an out of range high voltage lead impedance measurement. The out of range measurement was seen on a remote transmission. It was noted that this measurement had been fluctuating since implant. All other measurements were good and stable. Isometric testing was recommended. The lead remains implanted.